Event description:
It was reported that there was a hardware removal due to a nonunion/ malunion of the distal femur. The patient fractured her femur on (B)(6), 2013 and on (B)(6), 2013 the fracture was treated with a titanium cannulated retrograde/antegrade femoral nail. The patient returned to the operating room for a hardware removal and correction of alignment with a 4.5 variable angle locking compression plate (va-lcp) curved condylar plate. There was no reported delay in the procedure or patient harm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.